Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with the olympus technical assistance center (tac), the tca advised the customer to power down the cv-190 with the wireless hub, and when the devices were powered on the connection was fixed. The customer reported that the issue had been resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the video system center had issues connecting to the network and showed a rainbow (color bars) when on. The issue was believed to have occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8,h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "cv-190 shows rainbow " occured due to abnormal communication or combination with the other vendor's product since the reported event was resolved by turning on the power again. Olympus will continue to monitor field performance for this device.